Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have low blood glucose of 30 mg/dl, which was treated with food. Customer had been having low blood glucose of 40 mg/dl all week. Customer was not able to bring blood glucose up and emergency medical service were called. Ems was able to elevate blood glucose and customer was not transported to the hospital. No further information provided.